Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was undersensing on the presenting rhythm as well as saved events. High atrial capture thresholds were also noted. Follow up indicated that the undersensing is a known issue and programming around it cannot be done. The physician is aware. The atrial lead remains in use. No patient complications have been reported as a result of this event.